Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inflating inside the patient. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inflating inside the patient. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. It was further reported that the target lesion was 60-70% stenosed, moderately tortuous, and mildly calcified. The balloon ruptured on the second inflation at 18 atmospheres for 60 seconds.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis, and the evaluation was completed on 05nov2024. A visual and tactile examination was performed. A complete balloon circumferential tear was identified located approximately 58mm distal of the proximal markerband. As the distal section of balloon material had been pulled distal over the tip of the device. There were no damages or kinks found on the shaft ad markerbands of the device. With a rupture in the balloon material an optimum balloon refold would have been compromised. With a compromised balloon refold the device would have encountered resistance at the guide/sheath on removal from the patient. The complete balloon circumferential tear most probably occurred due to the user applying excessive tensile force when attempting to withdraw the device through the sheath on removal.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inflating inside the patient. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. It was further reported that the target lesion was 60-70% stenosed, moderately tortuous, and mildly calcified. The balloon ruptured on the second inflation at 18 atmospheres for 60 seconds.